Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection the event was verified. The device is intentionally designed so when a force higher than intended is applied to the end effector of the device, the gear in the handle end that latches the lock/unlock button will be forced to skip a tooth and latch on the next.

Event description:
It was reported by the sales rep. That the applier head did not maintain its position during a clip placement. The articulating head of the clip applicator released twice. Once with no force being applied, the second as the clip was positioned over the laa and against the atrium just prior to deployment. The clip was successfully placed and the patient outcome was not affected.